Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had a lead. During troubleshooting, it was found that there was an air bubble in reservoir. Customer's blood glucose was 18 mmol/l. After troubleshooting, customer was advised that reservoir would be replaced.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.